Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-24 information was received from the pt who responded to a request for additional information reporting "never worked" meant that the implant was never attached to anything (per x-ray), so it could never be charged and it "never worked". Since the issue was never resolved it was explanted on (B)(6) 2025. The device status was requested but the pt did not provide a response.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the implanted neurostimulator on the left side has never worked. Patient stated the ins doesn't hold a charge. Patient stated they have not seen the eri (elective replacement interval) message on their programmer for either ins - pt stated the ins on the right is working fine and they are charging it. Agent reviewed eri and eos and suggested pt have both ins batteries tested by the healthcare provider (hcp) / manufacturer representative (rep). Pt mentioned on the call that they dont have a current hcp - pt is seeing a new hcp this week and will request to have their ins batteries checked. Additional information was received from the patient. It was reported that the patient reiterated the stimulator never worked. The steps taken to resolve the issue was explant.

Manufacturer narrative:
Product analysis: pli# 10, product ID# 97714 analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. One physician mode recharge (pmr) was needed for the ins to recover from overdischarge, and the ins was recharged to 100% with no noted issues, but because of the pmr, the ins experienced a power on reset (por) and the battery was completely discharged. Therefore, the battery's capacity has been decreased and the ins service life has been shortened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.